Event description:
It was reported that (4) lvp modules experienced membrane frame separation. There was no report of patient involvement.

Manufacturer narrative:
File is no longer reportable. Cancel MDR.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that (4) lvp modules experienced membrane frame separation. There was no report of patient involvement.